Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose was 447 mg/dl. Customer reported treating their blood glucose with the insulin pump. Customer also reported having issues with their inserter. Troubleshooting found the inserter was able to release the needle hub. It was also found the catch arm was not bent. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.